Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "it was decided to change it, said change was made on (B)(6) 2023 by a catheter with a similar characteristic (5fr bd brand) which once again presented a leak when activated on the floor, on the 10th the device was closed and an acute central catheter was inserted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the lack of detail in the returned photo. One photo of a powerpicc catheter was returned for evaluation. Review of the photo found that no damage was present on the catheter and no leak can be observed. Small beads of liquid which appear to be condensation can be seen on the dressing¿s surface around the gauze. Additionally, the gauze appears to be discolored. This may suggest that the gauze is retaining some liquid thus causing some condensation to manifest on the dressing. However, the photo does not provide enough evidence to verity this. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue.

Event description:
It was reported by the customer "it was decided to change it, said change was made on (B)(6) 2023 by a catheter with a similar characteristic (5fr bd brand) which once again presented a leak when activated on the floor, on the 10th the device was closed and an acute central catheter was inserted." No other information was provided.